Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient experienced high blood glucose level and diabetic ketoacidosis. Patient's blood glucose level at the time of incident was in 500s mg/dl. The patient changed the set and did a bolus repeatedly, but the blood glucose level kept going up. Due to this, the patient went to the emergency room and was later hospitalized. The patient received injections and insulin drips for several nights as corrective treatment. A day after hospitalization, it was found that the cannula was bent. The site location was left abdomen. The patient stayed in the hospital for a few nights. On the day of this report, the patient was back on pump and blood glucose level was still running high. The patient had to inject to get the blood glucose back down. Patient's blood glucose level at the time of this report was 147 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.